Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and frequent low battery alarms. The customer also reported that the battery cap was loose and not able to tighten the cap as the crack was on the battery compartment. The customer reported blood glucose value of 16 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed. The event involved product(s) mmt-1885. Customer reported high blood glucoses. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. The following were noted during visual inspection cracked battery tube threads, missing display window cover, missing serial number label, cracked keypad overlay at select button and cracked case at battery tube side. The original battery cap was installed and removed in the battery tube with no anomalies noted. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Moisture damage was confirmed during visual inspection. Cosmetic damage was confirmed at battery tube side area. The original battery cap was installed and removed in the battery tube with no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.